Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had low glucose levels and the paramedics were called to her church. The customer's glucose levels were 49mg/dl. Troubleshooting was performed and programming was reviewed. It was stated that the customer has been exercising a lot and has been under stress. No further info was provided.